Manufacturer narrative:
This report is being supplemented to provide additional information based on the completion of an additional investigation of the suggested phenomenon. The suggested phenomenon was presumed to have been due to the failure of the scope cable. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited an image blackout. The issue was found during a diagnostic endoscopy procedure and the procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Update to d8. Update manufacture date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.